Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular oversensing due to myopotential oversensing was observed via a merlin.net transmission. Programming changes were made. The patient condition was stable.